Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6: device problem code changed from "electrical/electronic property problem" to "failure to delivery energy." Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13/22) - the device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Both the harvesting device as well as the cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both the devices. The c-ring was observed to be transected and melted at the center of the c-ring. No other visual defects were observed on the cannula. The gray silicone insulation on both jaws was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU (B)(4)) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it did produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the no failure observed. An activation and transection capability test was performed over five (5) repetitions using "max life test method stm2048073. Based on the returned condition of the device, the reported failure "failure to delivery energy" was not confirmed, but was confirmed for the analyzed failure "break-c-ring" was confirmed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they stated that the energy failed to deliver to the device jaws after trying to use in the patient. They opened a new kit and the device performed properly to finish the case. The hospital did not report any patient effects.